Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported prior to use on a patient, it was discovered that there had been pds in the package of vicryl. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.